Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the functional test, including the prime test, displacement test, basic occlusion test, occlusion test and excessive no delivery alarm test. The insulin pump history showed the daily total insulin averaged 32.4 units to 34.4 units per day. The basal total was 16.8 units to 16.9 units, and the bolus total 11.0 units to 16.55 units per day.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data can be found in this section. The insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer passed away on (B)(6) 2014. It was possible that the customer died from a heart attack. The customer was wearing his insulin pump at the time of death. The insulin pump will return. Nothing further to report.